Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urethral atrophy. The aus cuff was replaced with one of a smaller size. There were no additional patient complications reported.